Event description:
The customer received erroneous results for two patient samples tested for thyrotropin (tsh). The first patient sample initially resulted as 4.82 uiu/ml accompanied by a data flag. The sample was repeated, resulting as 3.13 uiu/ml. The sample was then repeated a third time, resulting as 4.98 uiu/ml. The initial value of 4.82 uiu/ml was considered to be correct. The second patient sample initially resulted as 3.16 uiu/ml. The sample was repeated , resulting as 4.75 uiu/ml accompanied by a data flag. The sample was then repeated a third time, resulting as 3.18 uiu/ml. The initial value of 3.16 uiu/ml was considered to be correct. The patients were not adversely affected by the event. The tsh reagent lot number was 16473004 with an expiration date of 4/30/2012. The field service representative determined that the sr pipettor tubing came off of the mount, causing the tube to kink and give erratic sample transfer. He replaced the failed tubing, verified s/r tubing alignment and ran cleaning maintenance three times. Performance tests were run and passed within established ranges. The customer ran quality control with all results within established ranges and no alarms.